Manufacturer narrative:
Approximate age of device ¿ 5 years and 8 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2016, the patient was admitted to the hospital with unspecified symptoms due to a right middle cerebral artery stroke. At the time of admission the patient's inr was 1.6 and the patient was started on heparin. On (B)(6) 2016, the patient's inr was 2.0. No residual symptomology was reported. The patient was discharged to home on an unspecified date. It reported that there was no pump dysfunction and the patient's pump parameters were stable throughout the event.